Event description:
The reporter stated the surgeon inserted a single piece toric silicone lens model number aa4203tl and the lens tore. The surgeon cut the lens into pieces. The lens was removed without enlarging the incision and sutures were not required to close the incision.